Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged. The field presentative reported there was no loss of therapy. The lead was successfully explanted and replaced. No adverse pt effects were reported. The product has been received fro analysis. This report will be updated upon completion of analysis.